Manufacturer narrative:
(B)(4). The investigation is in progress.

Event description:
During the procedure, the graft wasn't fully deployed. As a result, it dragged into the visceral section of the aorta. After an attempt to move or recapture the graft, the pt was moved into another room where the physicians started the process of explanting the device. The pt expired during an attempt to establish partial bypass in order to explant the graft.